Event description:
The customer contact reported a leak of chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of doxorubicin, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that an unspecified volume of solution leaked from an unspecified location from the clave secondary port on the cassette of the tubing set. It was reported that an unspecified volume of solution came in contact with the pt's hand. The customer contact reported that the solution that leaked and came in contact with the pt's hand was cleaned up according to the user facility's protocol. There was no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.